Manufacturer narrative:
Investigation summary sample evaluation: one 3ml syringe (p/n (B)(4)) with safety glide needle attached. Syringe contained about 1/2 ml clear liquid. A light brown particle approximately 3/8" long was observed inside the liquid. It appeared to be fibrous, resembling a piece of cardboard. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. DHR review cannot be completed as the batch # is unknown. Investigation conclusion based on the sample evaluation: bd canaan was able to confirm the customer's indicated failure. Root cause description it is unknown where the particle originated but it likely entered the barrel prior to assembly during manufacturing. Rationale based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 3 ml bd luer-lok¿ syringe with attached needle 25 g x 5/8" contained a foreign body after medication was drawn up. No injury or medical intervention.